Event description:
Rptr noted posterior capsule tear occurred during procedure; nucleus dropped. Pt had endophthalmitis two days post-op. Cultured staph aureus, vitrectomy performed. Prognosis listed as guarded.